Manufacturer narrative:
H6 - impact codes: f23: unexpected medical intervention is being used to cover the reported event of patient intubation.

Event description:
It was reported via attached voluntary medwatch report #mw5150560 that a small perforation occurred and the patient experienced hemoptysis. Additional intervention was required. A platinum plus was selected for use. During the implant procedure, a non-boston scientific (bsc) sensor was advanced over the platinum plus guidewire to the target lesion in the left pulmonary artery. Guidewire position was lost, and a second non-bsc sensor was successfully implanted. During sensor calibration, the patient experienced hemoptysis. The patient was intubated and was taken to the intensive care unit (ICU) and a bronchoscopy was performed. A small perforation in the lower left branch in the left pulmonary artery was identified. The physician believed the cause of hemoptysis was going too deep with the platinum plus guidewire. It was also noted that the patient had a unique anatomy. Thrombin was administered during the bronchoscopy to resolve the hemoptysis. No further patient complications were reported, and patient was discharged home on (B)(6) 2023.